Manufacturer narrative:
On 01-jul-2021, mentor received additional information about the event. The suspect medical device is a mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, UDI # (B)(4), PMA #p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses that bilaterally deflated after implantation. The patient reported that she had a bad fall that led to a lung collapse and spend time in the ICU. She noticed leaks in both of her breasts and reported that one of her breast prostheses has bubbles. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prostheses.